Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments; the first segment was 10 centimeters (cm) from the terminal pin, and the second segment was 42 cm from the lead tip. Visual inspection noted dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, the lead was implanted with normal lead measurements. Then the lead dislodged and was repositioned. When the lead was connected to the device, impedance measurements of greater than 3000 ohms, noise, and loss of capture were noted. The lead was tested via the pacing system analyzer (psa) and similar lead measurements were observed. The lead was cut and explanted and replaced. No adverse patient effects were reported.